Event description:
A patient died of an aortic-duodenal fistula and aaa rupture within approximately one year of treatment of aptus heli-fx endoanchors. Whether endoanchors were originally placed primarily with the endograft, or whether they were used as part of an endograft revision procedure, is not known. The patient's course immediately following evar was complicated by revisions (2x) of the right endograft limb due to kinking and/or stenosis. The patient presented with abdominal pain and a CT revealed a large mass containing air bubbles in the region of the visceral aorta, and a contrast blush consistent with contained rupture and/or pseudoaneurysm in the visceral segment. The patient was operated upon urgently to create an extra-anatomic bypass (axillary-bifemoral) and then to remove the infected materials and repair the aneurysm and duodenum. The ax-bifem bypass procedure was completed successfully. Exploration of the abdomen revealed a single location of aortic-duodenal communication and extensive inflammation and infection within the peritoneal space. The abdominal portion of the operation was noted as extremely challenging due to the extent of infection, multiple adhesions, and the friable nature of the aorta, and was further complicated by dic bleeding from all raw tissues. The entire endograft was eventually removed, and it was noted that removal of the proximal extent was made more difficult by the presence of endoanchors. The patient experienced significant blood loss and required "massive" transfusion during the operation. The retroperitoneal space was packed with towels in an attempt to control the bleeding, and the patient's abdomen was closed. He left the operating room in critical condition on multiple pressors, and expired the following day in the ICU.

Manufacturer narrative:
The patient's original treatment with heli-fx endoanchors was performed at a facility different than the reporting facility. The endoanchor's implant date, procedural details, and associated model/lot numbers are not available. It is not known if the endoanchors were explanted during the described procedure. Aptus learned of this event incidentally and no devices were returned to aptus, so no specific device evaluation could be performed.